Event description:
Drill guard heated up and "splattered" and bent burr while drilling ip patient's mouth during procedure. Dr. Stated no pt injury. Dates of use: 2009. Diagnosis or reason for use: drill for screws. Event abated after use stopped or dose reduced: yes.